Event description:
It was reported that a pocket revision was done to correct device migration.

Manufacturer narrative:
Evaluation: a lens work order search was performed for similar complaints within the work order search and one similar complaint was found within the work order search.